Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device passed testing; however, a review of the device history indicated touchscreen fail errors. Add'l testing found fluid ingress on the touchscreen which was the probable cause of the customer's reported touchscreen would not calibrate. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.